Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that the scs device was electively replaced to enable magnetic resonance imaging (MRI) compatibility and to upgrade to newer technologies offering enhanced programming capabilities. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was reported happy and satisfied with the therapy received.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.